Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a (B)(6) female patient receiving intrathecal fentanyl 1600mcg/ml at 801mcg/day and clonidine 110mcg/ml at 55.07mcg/ml via an implantable infusion pump. On (B)(6) 2015 the clonidine was increased to 150mcg/ml at 75.09mcg/day. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that an MRI was being done due to a problem with the device or therapy, specified as the patient's pain control over the past 6-8 months (2015). The actual date of the onset was unknown. The patient was experiencing low back pain into their left foot with numbness. The patient's next hcp appointment was on (B)(6) 2016. Additional information reported that the patient had withdrawal symptoms and difficulty obtaining adequate pain relief. An MRI was performed on (B)(6) 2015 for device diagnosis of other possible granuloma at the tip of the catheter, where the results (using contrast) showed no evidence and ruled out a catheter tip granuloma. On (B)(6) 2015 the interventions specified a dye study component, where the results were normal. The event was resolved without sequelae on (B)(6) 2015. Where sequelae was specified as the catheter was somewhat ventral, this takes into account when choosing medications with better intrathecal spread like fentanyl. It was reported as unlikely related to the device or therapy, and not related to the implant procedure. Additional information received from the health care provider (hcp) via a clinical study. It was reported that the device diagnosis was catheter occlusion. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the clinical diagnosis was withdrawal symptoms. The patient also reported significant pain to their lower back. Additional information was received. The drug action that caused the event was the discontinuation of morphine.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated etiology of the event included intrathecal pump medication change out from morphine to fentanyl. The patient experienced withdrawal symptoms and difficulty obtaining adequate pain relief. Intrathecal pump medication switch out from morphine to fentanyl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.